Event description:
It was reported that during a tka procedure, impactor head broke while impacting insert. No delay. No revision surgery performed. Backup device available. No pieces fell or were left inside the patient.

Manufacturer narrative:
The associated complaint device was not returned. The photo provided confirmed the impactor is broken. We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re opened.